Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. The customer was retrained for icy catheter placement by the clinical field specialist.

Event description:
During ivtm therapy on a (B)(6) years old male patient with covid, customer reported that the patient temperature would not cool although the thermogard console was in max cooling power. Per reporter, the insertion of the icy catheter (lot #unknown) was difficult by a physician inexperienced on catheter placement. Catheter placement was at patient's left femoral vein. Furthermore, the distal infusion port was difficult to flush, and the pinwheel on the suk would not spin when connected to the catheter, the customer stated that the pinwheel would only spin on closed loop when not connected to catheter. Following day, the customer removed the icy catheter from patient and connected the removed catheter to the suk and found no problem. The catheter and the suk were functioning properly. Another catheter was placed into the patient without any difficulty and the ivtm therapy was continued using the same console. No consequences or impact to patient.